Event description:
The cap (from a needlefree port) came off the manifold. There were no patient complications reported. The sets were replaced. Samples were saved and will be returned to quest for evaluation.